Manufacturer narrative:
B3: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 1627487-2023-0229. It was reported the patient experienced ineffective therapy. Her leads have migrated due to scoliosis and her physician will not revise it. Patient also reports pain at the ipg site. In turn, surgical intervention may take place at a later date to explant the system.

Event description:
Related manufacturer report number 1627487-2023-02299. Additional information received indicated that the patient underwent surgical intervention was also undertaken on (B)(6) 2023 where the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.